Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the customer reported issue; the se replaced a damaged expiratory filter. The ventilator passed calibrations, extended self tests (est), and short self tests (sst).

Event description:
It was reported that, during patient use, an 840 ventilator was not delivering set volumes. The patient was removed from the ventilator and placed on a second ventilator. There was no harm to the patient as a result of the event.